Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported perforation and hypoxia. Perforation and hypoxia are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medication required was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a perforation and hypoxia. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. One clip was implanted successfully with an mr reduction to grade 1. Upon removal of the steerable guide catheter and clip delivery system, a reciprocal shunt was observed and the procedure was concluded. After the patient awoke, it was noted that the patient experienced delirium and hypoxia. Subsequently, the patient was sedated. No further treatment has been provided at this time. There was no clinically significant delay in the procedure. No additional information was provided.